Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's maude database report from FDA which states: it was reported that the nurse found a primary line was full of large air bubbles throughout the line, infusing into the patient's midline. The alaris pump was not alarming and continued to infuse. The line was running normal saline at 20cc/hr. There was patient involvement but outcome is unknown.

Manufacturer narrative:
Omit: other occupation. Describe event or problem, initial reporter first name, initial reporter last name, initial reporter addr 1, initial reporter city,, initial reporter facility name, initial reporter occupation. Additional information: initial reporter phone #, initial reporter e-mail, initial reporter zip ,manufacturer narrative. Root cause: the root cause for the reported issue of an failure to alarm air in line (maude report) was not determined because no products or device logs were returned.

Event description:
Received a copy of the customer's maude database report from FDA which states: it was reported that the nurse found a primary line was full of large air bubbles throughout the line, infusing into the patient's midline. The alaris pump was not alarming and continued to infuse. The line was running normal saline at 20cc/hr. There was patient involvement but outcome is unknown. A copy of the medwatch report from FDA was received, which states, ¿rn walked into check on medication infusing and primary line was full of large air bubbles throughout the line, infusing into the patient's midline. The alaris pump was not alarming and continued to infuse. The line was running normal saline at 20cc/hr. The alaris pump was labeled with pink sticker stating" biomedical instrumentation safety checked" and green label stating "vasf biomedical engineering next due may 2025, inspected by biomed engineer".